Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 502 mg/dl; cause was unknown. However, the customer suspects that the "meal bolus was not enough" could have attributed to the issue. Elevated bg was addressed via a correction bolus. Tandem technical support commenced conducting system check. However, the customer declined to remove and inspect current infusion set as bg was now trending down displaying as 460 mg/dl. No additional information was obtained.